Event description:
Boston scientific received information that this right atrial (ra) lead was repositioned one day post-implant. The reason for the revision procedure was not provided. The field representative has requested this information from the clinic; however, no additional information has been received at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service without further complications. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Boston scientific received additional information. The clinic reported to the field representative that the lead was repositioned due to dislodgement. The patient did not experience any symptoms related to the dislodged lead.